Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl. Reportedly, customer delivered too large of a bolus which decreased their bg level. Customer consumed carbohydrates to address bg level. The customer was instructed to consult with healthcare provider regarding bg level.